Event description:
In january 2006, the pt was knocked to the ground at school. He had concussion with vomitting and dizziness, but did not lose consciousness. Since january, the pt has no longer been able to hear. Testing confirmed that the device has malfunctioned.